Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's right atrial (ra) lead was explanted and replaced due to a possible fracture evidenced by oversensing or noise. The patient's implantable pulse generator (ipg) was inappropriately detecting atrial episodes due to the oversensing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the proximal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. It was noted that the outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. The analyst commented that the outer insulation of the lead was observed to have blood ingression.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.